Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd spinal anesthesia tray 27g x 3.5" whitacre spinal needle expired product was received. There was no report of patient impact. The following information was provided by the initial reporter: material# 405699, batch# unknown. It was reported by the customer that there is an expiration date issue with the contents of the tray. Verbatim: we have had nurses on the ob floor open trays that on the outside indicate that they are still within the usable date. But upon opening them, the marcaine that comes in the trays are expired. This makes it difficult for us to know wither the trays are good to use and what we will need to get rid of.

Event description:
It was reported while using bd spinal anesthesia tray 27g x 3.5" whitacre spinal needle expired product was received. There was no report of patient impact. The following information was provided by the initial reporter: material# 405699; batch# unknown. It was reported by the customer that there is an expiration date issue with the contents of the tray. Verbatim: we have had nurses on the ob floor open trays that on the outside indicate that they are still within the usable date. But upon opening them, the marcaine that comes in the trays are expired. This makes it difficult for us to know wither the trays are good to use and what we will need to get rid of.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.